Manufacturer narrative:
Findings: unit received with cracked case on display window corners, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. Intermittent button response noted due to moisture damage on keypad traces. No ramping numbers or scroll bar moving on its own note during testing. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 85 mg/dl at the time of the incident. The customer stated that the numbers started scrolling on the screen without the users input. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.